Event description:
It was reported that, this laser has been in use since 2010. It was noted that certain parts have begun to deteriorate leading to decreased output, inability to achieve appropriate hemostasis and lithotripsy for bladder/ ureteric stones. It was also noted that insufficient power requires surgeons to slow their technique to compensate, extending operating room times as well as more time to reach hemostasis. The information provided states the console is operating at 80%. No further details were provided.